Event description:
The complainant alleged while monitoring a patient (age and gender unknown), the device's display started to flicker and then went blank. The complainant indicated that there was no adverse effect to the patient as a result to the reported malfunction.